Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis is not available , and we are unable to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during the placement of an enteral feeding device, one step button kit, in 2006, the button and device passed through the stoma and therefore was not able to be placed. The stoma was treated with an endoscopic clipping device after the feeding device placement procedure was unsuccessful. The patient's condition was reported as "good".